Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient underwent bilateral total knee replacement on (B)(6) 2017. Right side poly insert explanted, wash out and replaced on (B)(6) 2019 due to infection. (B)(6).